Manufacturer narrative:
Concomitant medical products: product ID: 8709s, lot# h841702905, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 22-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 500 mcg at 60 mcg dose via intrathecal drug delivery pump for unknown indication for use. It was reported pump segment connector was stuck on pump. While trying to disconnect the pump to be replaced from the old catheter, part of the pump segment was remained on the pump. Complete explant was performed. At the time of this report, the issue had resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump had been returned. The rep did not have the confirmation number. No further complications were reported.